Event description:
It was reported a large volume infusor over-infused. The device was filled with vancomycin and sodium chloride and was connected to the patient. The patient started with a headache then developed ataxia. The patient required readmission to the hospital. Five days after the event onset, the patient recovered. Reportedly, the patient may have kept the device under blankets. No further information was available at the time of this report.

Manufacturer narrative:
B3: the date of the event was reported as an unknown date between april/may 2025. E1: initial reporter postal code: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 and h11. H4: the device was manufactured between 03/01/2024 and 03/05/2025. H11: the actual device was not available; however, a companion sample was received for evaluation containing 180ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.